Event description:
It was reported that the patient was feeling an over stimulation sensation. It was stated that the patient's "cognitive state" had declined. It was reported that this started two months prior to the battery change out that was done on (B)(6) 2013. It was note that previous reprogramming had been done.

Event description:
Follow up information received reported that the patient¿s implantable neurostimulator (ins) was replaced due to normal battery depletion. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot # v858673, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387s-40, lot # v082506, implanted: (B)(6) 2008, product type lead. (B)(4).